Manufacturer narrative:
(B)(4).

Event description:
It was reported that in clinic the right ventricular lead was discovered to have dislodged. The lead was successfully capped and replaced. The patient was discharged the following day in stable condition.